Manufacturer narrative:
The pump was received with a cracked case at the reservoir tube lip and battery tube threads. The pump also had minor scratches on the lcd window and a missing reservoir tube retainer ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported that the reservoir compartment is falling of. The customer was not sure of any significant event leading to the issue. The customer was advice that the device would be replaced.